Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's garment is cutting into her skin under the breast. Patient reported the skin is open and red. Additionally, the patient reported the right side of the garment rolls up, which causes pain under the electrodes on her right side. There was no alleged device malfunction contributing to the irritation. The patient was using neosporin on the skin irritation. The patient followed up with her physician and confirmed that her physician told her to continue using the neosporin. Follow up indicated that the irritation is improving.